Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: g2(the company representative checkbox should be marked, the checkbox for health professionals and user facilities should remain blank). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified; however, it is possible that a high-energy endo therapy accessory (laser, high frequency, etc.) Was used without ensuring a sufficient distance from distal end leading to the malfunction. User may detect the suggested event by handling the device in accordance with the following instructions for use. Inspection of the endoscope instructions for use states about warning when using high-energy endo therapy accessories as follows: 4.3 using endotherapy accessories. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchofiberscope exhibited a burned plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.